Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the evening on (B)(6), 2010. The patient does not recall the blood glucose results he obtained with the subject meter and/or the other (unspecified) meter. Prior to the alleged issue, the patient stated he was experiencing symptoms of sweating, shaking, was unsteady, and had memory loss. It is not known what the patient's last blood glucose result was and what action he took (in response to the result) prior to the onset of his reported symptoms. The patient manages his diabetes with insulin (no adjustments). The patient indicated he consumed less food/drink on (B)(6), 2010 (time not specified); however, the patient's blood glucose result prior to his action is not specified. At an unknown time after the alleged issue occurred, the patient obtained an unspecified blood glucose result with the emergency medical service (ems) meter and was administered IV glucose as treatment by the ems. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose result were from the approved (per owner's manual) sample site. The csr, however, noted the patient was using expired test strips with the subject meter. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: although the patient was using expired test strips with the subject meter and was symptomatic prior to the alleged issue, the patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.